Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient passed away at home during apd therapy. The patient was connected to the homechoice cycler at the time of the event. No medical intervention was provided. The cause of death was not reported and no further detail was provided. No additional information is available.

Manufacturer narrative:
Additional information: evaluation codes and additional MFR narrative. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.